Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on 07mar2024, a pump module indicated "channel error" and then it shut down. The other channels showed dashes before it flashed "shut down". Once shut down, the pump would not restart. The system was quickly changed out to prevent any gap in medication delivery. There was patient involvement but no harm. Customer is requesting a log review of the event. Although requested, devices are not available for return per customer.